Event description:
On 07 april 2025, senseonics was made aware of an incident where user was not able to see the values of the measurements entered while calibrating after user received a sensor check alert which led to early sesnor removal. A return material authorization (RMA) was issued for the sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user received sensor check alert on (B)(6) 2025, 14 days after insertion. In-house testing of the returned sensor showed no malfunction.a review of the raw sensor data showed no modulation in all 4 signal channels. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of the hydrogel. The sensor check alerts received were caused by 3 consecutive low confidence calibrations, likely caused by the instability observed in the signals.the user was offered a sensor replacement as a resolution. B4. Date of this report 05 july 2025 d9 device available for evaluation? Yes, on 06 june 2025 g3. Date received by the manufacturer? 05 july 2025 h3. Device evaluated by manufacturer? Yes h6. Medical device problem code updated to 3005 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.